Event description:
The customer reported to olympus, that during a therapeutic for a laparoscopic cholecystectomy procedure, the device lost power during insufflation. Additionally, when the air was supplied with the cock of the air supply tube, the device turned off, and an alarm sounded for about 10 seconds, indicating the tube was clogged, powering down the high flow insufflation unit. Based on the information provided by the customer, after powering the high flow insufflation unit off and on, the device worked as intended. The procedure was completed without delay using the same device. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, this device has not been returned for to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation; therefore, the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.